Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The pump was not returned. The fm optical signal issue was changed to placement signal issue as the data investigation revealed it is the dp sensor, not the optical sensor contributing to the reported issue. Based on the data log analysis, the root cause of the placement signal issue is most likely due to dp sensor drift. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted for circulatory support. During support, a 'placement signal not reliable' alarm occurred. After fifteen days of rp flex support, care was eventually withdrawn, and the patient expired.

Manufacturer narrative:
D6b "if explanted, give date" corrected.